Event description:
My tandem x2 insulin pump turned off on me without any warning. This is the second time this happened. I was on my way to lunch and I was going to add a bolus to compensate for my blood sugar and food I was going to eat. When I went to do this, my pump was off and unresponsive. The pump never notified me that it was turning off, so my pump may have been off for hours, as I had not checked it for several hours, as I was focused on my work. The exact same thing happened several months ago. I called tandem and they told me to plug my pump in and they would call me back in an hour. I waited over 2 hours and they still did not call back so I called them back. When I asked why they didn¿t call me they said they got busy. So because they were ¿busy¿ I had to go longer without insulin as I did not want to leave work, if the pump might be able to be turned back on with their tech support. After my first phone call my blood sugar was 221 and I didn¿t feel great and my muscles started to get tight, I got a headache and grew tired. After waiting 2 hours and calling them back they told me that my pump would have to be replaced. By this time, I got home to take my insulin and I checked my blood sugar again and it was 304, leading me to believe that my pump was off several hours and not just when I checked it. I have major concerns about this company as this happened to me twice in several months, and if my pump had malfunctioned/turned off right when I went to bed and had eaten food, my blood sugar could have gone to critical levels, causing ketoacidosis, and led to hospitalization. I see the question at the end asks if I have the pump and I do, but they ask me to send it back within 10 days or I have to pay for it. So I ask that if you need it, you let me know within the week so I can give it to you and tell them, because I do not want to have to pay for a new pump.